Event description:
Ibgstar meter indicated blood glucose level of 125 mg/ dl. Patient injected 5 iu of rapid insulin (humalog). Shortly after she became hypoglycemic. There was no loss of consciousness, no seizures. Her husband made a measurement with ibgstar and value was 57 mg/ dl. (B)(6) was called and the patient was transferred to hospital. She was discharged the following day.

Manufacturer narrative:
Meter was not returned for evaluation.